Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/07/2024. An investigation was conducted on 08/08/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material. The cannula, c-ring, and clear silicone insulation of the hot jaw were observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. The silicone was observed to be entirely detached from the cold jaw. The detached silicone was not returned for evaluation. Based on the returned condition of the device and investigation results, the reported failure "peeled; jaw" as well as the analyzed failure "material twisted/bent; wire" was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000400794 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4).

Event description:
The hospital reported that vasoview hemopro 2 the cautery tip/jaws of the harvesting tool came apart and was damaged. No parts fell into the patient. No additional incisions were needed. A new device was opened to complete the procedure. There was a small procedural delay to open a new device. There was no harm to patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 event site name due to character limitations mcb of the city of birmingham general.